Event description:
On (B)(6) 2013 the surgeon was using a modular hand system to treat a patient. The surgeon trimmed down a titanium 1.3mm straight plate to fit the hand of the patient. Six screws were used with the plate. The surgeon splinted the patients finger and while in the office one week later, the plate was deemed as broken in the middle of the plate. The plate and screws were removed, date unknown.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The returned plate is broken into two separate pieces with the break through one of the middle holes, the part is symmetrical. The plate appears to have been twisted in the hole where the break occurred, but it is unknown whether this might be the cause or the result of the break. The end hole of the short segment has been bent up at a slight angle to the rest of the plate. All dimensions that could be verified were within specification limits. However, as a result of the damage to the hole where the part is broken, not all dimensions could be verified. The plate material meets specifications. The investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Amended mfg evaluation: the plate received is not a 446.032 plate as notified. A 446.032 is a 1.5mm ti 12 hole straight plate, but the plate that was received appears to be a 1.3mm ti 6 hole straight plate, which is a thinner and more narrow plate. Since there is no lot number or part number identification for the returned plate, no DHR review could be completed. After investigation, the plate that was received appears to be a 421.306, 1.3mm ti 6 hole straight plate and is being evaluated as a 421.306 plate.